Manufacturer narrative:
(B)(4).

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that the pump was in the same room as a MRI which could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to these alarms. A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.